Event description:
It was reported that during dressing change, operator found the catheter closure clamp for two PICC catheters (3174118) was fractured. The catheters were closed with small sheet-like clips for the time being. Catheter closure clamps had a problem and the seal of the catheter was affected, which led to potential thrombus and shortened the in-use duration. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned